Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the suction channel of the subject device tested positive for bacillus sp. (1cfu). And the auxiliary water channel tested positive for coagulase negative staphylococci (1cfu). This microbiological test result meets the target level* of the (B)(6) guideline, ¿(B)(6) - (B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented. The target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, the subject device tested positive for the following some kinds of bacteria. The subject device tested positive for aerobic bacteria (>100 cfu) and pseudomonas aeruginosa (>100 cfu) on (B)(6) 2016. The auxiliary water channel of the subject device tested positive for aerobic bacteria (4 cfu) on (B)(6) 2016. And the air channel tested positive for aerobic bacteria (32 cfu)and escherichia coli (30 cfu). There was no report of infection associated with this report.